Event description:
Related manufacturer reference number: 2017865-2023-36064 t was reported that the patient presented in the emergency room after receiving a patient notifier. Upon review it was noted that the atrial lead impedance had dropped below the lower limits. The patient was brought into the clinic for a device interrogation. Device interrogation revealed that the atrial lead and right ventricular were oversensing noise. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of low lead impedance and oversensing noise were confirmed. As received, a complete lead was returned in one piece. Visual examination found two external abrasions breaching the outer insulation and exposing the outer coil was found at the distal region of the lead. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicated that the right atrial lead and right ventricular lead were explanted. The patient was re-implanted with a single coil defibrillation lead and single chamber ICD. The patient was in stable condition post-procedure.